Event description:
A patients blood glucose was tested on the suspect device and it read 38 mg/dl. A lab draw was done at that time. The patient was treated with glucose of some sort before the lab result was completed. The result was found to be 144mg/dl. Patient is fine.